Event description:
The patient claimed the animas insulin pump has an incorrect date issue. According to the reporter, the history dates his records to 2013 as opposed to 2012. The issue was not resolved during troubleshooting since the patient was at work and did not have time. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/27/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box information revealed no data outside normal patient use. The dates in the total daily dose history are incongruent. The pump history showed that patient had incorrectly set the year as 2013, not 2012. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.